Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3587a, lot# l51927, implanted: (B)(6) 1998, explanted: (B)(6) 2016, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1998, explanted: (B)(6) 2016, product type: extension. Product ID: 74001, lot# n334535, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: adapter.

Event description:
Information was received from a patient implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that the patient's leads had to be replaced. The patient had a myelogram CT and prior to the CT scan stimulation was working fine. They did the myelogram CT scan for the neck area. The patient got back up to the room and turned stimulation back on and she got stimulation in the stomach area. This was considered a sudden change in therapy/symptoms. The patient was not sure what the myelogram CT did to the leads. There were no falls/trauma reported that could have been related to this issue. A lead revision was done on the leads on (B)(6)2016. The leads were explanted and the manufacturer representative (rep) was sending the leads back to the manufacturer for analysis. It was noted that the rep stated to the patient that the leads were not functioning right. The issue began in june or (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.